Event description:
It was reported that, after opening, foreign matter found in the foley tray as it was not sealed in a small bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Based on attached photo, it was observed that there was loose brown dirt on the package. Unable to confirm the condition and the origin of the foreign material due to only photo provided for investigation. No functional testing could be performed as only photo sample are provided. Thus, the exact cause on how and when problem occurred could not be determined. A potential root cause for this failure could be ¿defect contributed by vendor/operator error¿ or "improper handling" or "unclean machine/working area". A review of the device labeling have been conducted for investigation purposed. The IFU is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections made to tab(s) f and h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, after opening, foreign matter found in the foley tray as it was not sealed in a small bag. Per follow up information received on 31oct2025, stated that, the foreign matter was inside when the package was opened.